Event description:
Reportedly, the catheter became unable to pace during use. An error message on the external pacemaker was observed. "Output short". No pt complications.

Manufacturer narrative:
Device not returned.